Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient was diagnosed with aortic valve endocarditis approximately three months prior to their death. The patient had sought treatment for progressive shortness of breath. Upon his admission to the hospital the patient was diagnosed with an exacerbation of congestive heart failure and pneumonia. At the time of his presentation at his local hospital the patient was in atrial fibrillation and was started on cardiazem. The patient subsequently dropped his blood pressure and urine output significantly decreased. The patient rebounded after the cardiazem drip was turned off and the patient received a fluid bolus and levophed. The patient was then admitted to inpatient care. The patient had little improvement over the two days staying at the local hospital. The patient was then transferred to another facility due to acute cardiogenic shock, decreased kidney function, and worsening of clinical picture. The patient had multiple labs performed, a chest x-ray and an echocardiogram. The echocardiogram noted trace pulmonic regurgitation and moderate to severe tricuspid regurgitation. The lab work showed an infection, increased liver function tests, and decreased kidney function. After four days in the intensive care unit, the patient underwent a transesophageal echocardiography which noted an "aortic valve vegetation that is larger than a few days ago." The vegetation was noted on the right coronary cusp. Over the course of the hospitalization the patient was treated with intravenous antibiotics including ceftazidime, vancomycin and meropenem. Upon discharge from the facility, the patient was referred back to the physician that performed his mitral valve replacement and referred for re-evaluation of the vegetation. The physician determined to further treatment was available to the patient and the patient elected to use home hospice. The patient passed away at home. The cause of death was noted as aortic valve endocarditis. The patient is a participant in the (B)(4) trial clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.